Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the customer was using an old adt system and patients tend to be stuck in pre-admin status. A technical support specialist advised customer that they should send a01\a04 to change pre admit status as bd support was unable to do that from bd end and informed customer that there was nothing else bd support can do for that type of issue. No additional information was available.

Event description:
It was reported by the customer that a use 136580-01 dell 630 xl rac esxiv5. The patients were stuck in the server and orders were not crossing and nursing was not able to pull the patient medications that are loaded. There were no adverse events or injuries reported based on this incident.